Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed, and the reported failure was not replicated/confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument also passed the seal and cut tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. Additional observation not reported by the site and not related to the reported issue: the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The reported complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument had unintuitive motion. It was noted that the reported issue was caused by a broken cable at the instrument¿s wrist. The customer replaced the vessel sealer extend instrument with a back-up instrument of a different kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No collision was observed during the procedure. The surgeon attempted to move the instrument while the surgeon's head was inside the surgeon side console (ssc) high resolution stereo viewer (hrsv). It was observed that the instrument's movement was reversed/moved in an unintended/uncontrolled direction. The user also noticed delayed movement from the instrument. Additionally, there was no shakiness/friction observed. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.